Event description:
It was reported to a covidien representative that a patient with a history of dilation for esophageal stricture underwent a radiofrequency ablation procedure to treat barrett¿s esophagus. The esophageal sizing step was performed with a barrx sizing balloon catheter without incident. The ablation catheter was then positioned in the esophagus but the physician did not inflate the catheter or ablate with it. The treating physician noted a mucosal tear of the esophageal wall which was not full thickness. The treating physician attempted to clip the tear but was not successful. Following the case, per the covidien representative, the physician recalled that he felt resistance while the ablation catheter and endoscope were in the esophagus and that he may have caused the tear with the endoscope. X-ray performed after the case was negative. It was confirmed the following day with the treating physician that there was no perforation. The patient was discharged home with no further clinical sequelae.

Manufacturer narrative:
Device was not returned therefore no evaluation was performed. Should additional information be obtained pertinent to this event, a follow-up report will be submitted. (B)(4).